Event description:
It was reported that on 0412 a new bag of sodium bicarbonate 75 meq in 0.45% nacl 1000ml was programmed to infuse at 100ml/hr. At 0730, the bag was empty. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 1 at a rate of 100ml/hr with a vtbi of 1000ml at 4:414 am on 06 october 2020. At 7:18 am, the device alarmed for air in line. At 7:26 am, the device was channeled off. The volume recorded as being infused during this period was 304.99ml. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported overinfusion was not identified. No device was returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 05 april 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 22 october 2020 and indicated that this device has not been previously returned (state number of times the device has been returned, if previously returned) for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Race and ethnicity: white/caucasian ¿ non hispanic. Admitting diagnosis: nausea/vomitting. Relevant history: esophagitis, endometriosis.

Event description:
It was reported that on 0412 a new bag of sodium bicarbonate 75 meq in 0.45% nacl 1000ml was programmed to infuse at 100ml/hr. At 0730, the bag was empty. There was no patient harm